Event description:
It was reported that the device was used during a sigmoid resection. The blade broke off and fell into patient, the piece was removed. Second device was pulled and at pretesting would not work. Another instrument was used to completed the case. There was no consequence to the patient. Two devices being returned.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time.